Event description:
It was reported that patient stopped recharging ipg as recommended. As such the ipg became inoperable and stimulation was lost. Surgical intervention was undertaken where in the ipg was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.